Manufacturer narrative:
Upon investigation we found that the cord on this pad appears to have been bent over the switch for long periods of time causing strain on the cord. The pad also appears to have been laid on. Upon further investigation we found: cord cut/burned other location, switch ok, pad bunched, bent/broken lead, bent/broken thermostat, thermostat discoloration. Based on the overall condition of the pad, we concluded that the heating pad was not used in accordance with our instructions.

Event description:
Customer called and stated she sat the pad down at the foot of the bed , turned it off, and the next day noticed that it had turned the sheets black.